Event description:
"This device was used on me with the doctor saying it's safe, no side effects, 5th treatment doctor got upset and fast talked me into another treatment but this time, he changed position of the electrodes, placing them on my wire in my neck where it is fused together and on my spine where I had no pain. And almost behind my heart." Rptr had swelling in neck after this, and couldn't talk for 3 weeks. "I'm very sick I can't write all my symptoms and treatment down on one paper for this very dangerous device."